Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
A beckman coulter, inc. (Bec) employee reported that bottle a of the immuno-prep reagent system reagent (300 test kit), lot #1099062k, leaked. The bec employee reported that there was neither slack of cap nor breakage of bottle, and that the package was intact. No service request was made since this was an internal complaint from a bec employee. The root cause of the leak is unknown. There was no report of death or injury and no one required medical attention. There was no report of exposure to open wounds or mucous membranes.